Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from pulmonary embolism (pe) and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records the patient was reported to have complete occlusion of the left lower extremity deep venous system from the inguinal ligament to the proximal calf veins. An ultrasound reported occlusive deep venous thrombosis (dvt) in the profunda vein and occlusive superficial thrombosis in the greater saphenous vein. Under conscious sedation, the patient underwent ultrasound-guided puncture of the left popliteal artery, catheterization of the inferior vena cava, inferior vena cava venogram, fluoroscopic deployment of a retrievable optease inferior vena cava (ivc) filter in an infrarenal location, left lower extremity and pelvic venogram, mechanical angiojet thrombectomy through the course of the common femoral vein through the iliac vein and balloon angioplasty throughout the iliac vein and proximal common femoral vein. There were no significant complications. According to the information received in the patient profile form (ppf), the patient reports filter embedded in wall of the ivc, blood clots, clotting, occlusion of the ivc becoming aware of these events about a month after the filter implantation, and reports undergoing two unsuccessful filter removal procedures. The first one was attempted two months and nine days after the filter was implanted; and a second attempt was made one-month and twenty-three days later. The information provided notes that the filter was removed; however, procedural details were not provided. The patient further asserts to have suffered anxiety and post-traumatic stress disorder (ptsd) related to the filter. As reported by the updated legal brief, the optease filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to occlusion, embedment and filter being irretrievable.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused pulmonary embolism (pe). Additional information was provided that indicated there was occlusion, embedment and the filter is irretrievable. The patient reported becoming aware of these events approximately one month post implant. The patient also reported undergoing two unsuccessful filter removal procedures. The first one was attempted two months and nine days post implant; and a second attempt was made one-month and twenty-three days later. The information provided notes that the filter was removed; however, procedural details were not provided. The patient also reports to have experienced anxiety and post-traumatic stress disorder (ptsd) related to the filter. According to the implant record. The indication for the filter implant was occlusive deep venous thrombosis (dvt) in the profunda vein and occlusive superficial thrombosis in the greater saphenous vein. Under conscious sedation, the patient underwent ultrasound-guided puncture of the left popliteal artery, inferior vena cava venogram, deployment of optease inferior vena cava (ivc) filter in an infrarenal location, left lower extremity and pelvic venogram, mechanical angiojet thrombectomy through the course of the common femoral vein through the iliac vein and balloon angioplasty throughout the iliac vein and proximal common femoral vein. There were no significant complications. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Post-traumatic stress disorder does not represent a device malfunction and may be related to underlying patient specific issues. With the very limited information provided it is not possible to draw a conclusion between the reported events and the filter. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused pulmonary embolism (pe). The indication for the filter placement and medical history has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. With the very limited information provided it is not possible to draw a conclusion between the reported event and the filter. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from pulmonary embolism (pe) and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.